Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the delivery rate was out of specification, 23 ml for dose 20 ml setting. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage, but moderate bubbling was found on the dso seal. During the functional testing accuracy test, the customer reported problem could not be duplicated. The cause of the reported issue was unknown. The expulsor, valves, foam, air detector and dso sensor were replaced as a preventative measure. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.